Manufacturer narrative:
This file is a duplicate file of (B)(4). After review of file, it was discovered that this file is a duplicate of file (B)(4) and therefore will be closed as a duplicate to that file. Any further investigation will be noted in file (B)(4) and medwatch information will be captured in mw MFR report # 9616066-2019-01855 and -01856.

Event description:
It was reported that a pca tubing set that was infusing hydromorphone through the primary site and clinimix infusing through the y-site connector was found to be cracked at the hub and leaking. The clinician changed it and when priming the new tubing the new tubing was found to be leaking as well. There was no harm. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the connecting port on line where the cinimix was entering was cracked and leaking out this happened with 2 different lines." An incomplete date of event of ''(B)(6) 2019'' was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the connecting port on line where the cinimix was entering was cracked and leaking out this happened with 2 different lines." An incomplete date of event of (B)(6) 2019 was provided.